Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter stated that the patient was using cartridges from recalled lot #b201583 during the time that the reported blood glucose excursions occurred. The reporter stated that she believed the patient's blood glucose excursions were caused by the leaking cartridge(s). She refused troubleshooting of the pump, and stated that she did not believe there were any issues with the pump.

Manufacturer narrative:
Lot #: b201583, correction number:2531779-02/25/11-001-r. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. The original MDR contained information relating to the insulin infusion pump. The complaint as originally reported by the consumer to animas was against the cartridge, lot # b201583. This corrected report contains the appropriate information as it relates to the cartridge.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter, the pt's mother, reported that for four months the pt had obtained elevated blood glucose readings ranging up to 600 mg/dl. At that time the pt experienced the symptoms of nausea; he was negative for ketones. On an unspecified date, the reporter noted a leaking cartridge. The pt corrected his elevated blood glucose levels using a bolus given via a syringe. Troubleshooting revealed there were no bent or kinked cannulas, no air bubbles in the cartridge, no problems with the infusion site, and all pump programming was correct. The basal/bolus totals delivered correctly matched those programmed into the pump.